Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Hammertoe procedure on (B)(6) 2014 using the cannulink system. Implanted to medium, 2.4mm with the 1.1mm guide wire without incident. On (B)(6) 2014 when removing the 1.1mm guide wire, it broke off leaving part of the guide wire still embedded in the pt's foot. She has scheduled surgery for removal on (B)(6) 2014.